Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the hospital periodically has problems with the zimmer 42 in single port/single bladder disposable cuff leaking. It was reported that the leaking has occurred at the beginning of procedures as well as during procedures. Additional clinical follow up was received from the hospital and it was reported that the only one incident of a cuff leak was confirmed. For the report of the cuff leak, it was noted that at the time the inflate command was activated on the ats tourniquet device, there was an audible sound of air escaping from the cuff heard by room staff. The cuff was immediately replaced with an alternate available cuff. There was no report of harm, injury, increased surgical time(s) or medical/surgical intervention related to any possible cuff(s) leaking previously. It was also reported that the facility had previously had reprocessed single-use, disposable tourniquet cuffs, but had discontinued this process approximately one year ago due to the same surgeon expressing displeasure with the performance of reprocessed cuffs.